Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00844 / 00845). Requested but not returned by hospital.

Event description:
It was reported that patient underwent a left hip fracture fixation procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2016 due to nail fracture after a patient fall. Patient expired on (B)(6) 2016 due to unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.